Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During the insertion of a commander delivery system by transfemoral approach, the physician experienced difficulty inserting beyond an area in the iliac artery, near the bifurcation at the hypogastric artery. The 16fr esheath and delivery system/valve were inserted via left femoral artery (lfa). Additional force was applied but the physician was unable to insert the devices beyond the area of resistance. A decision was made to pull back the ds and sheath to remove from the patient. During removal, the sheath came back but delivery system did not. The physician stopped and tried again with more force. While pulling both out again, the delivery system separated from the nose cone. (The sheath came out successfully). The nose cone and valve remained in the patient at the level of the external iliac artery. The patient was bleeding from the lfa access site & a vascular surgeon was summoned. While waiting for the vascular surgeon to arrive, the bleeding lfa site was controlled with an aortic occlusion balloon. A vascular surgeon successfully deployed a covered stent, which enclosed the retained undeployed valve and separated nose cone. The hypogastric artery flow was patent. A decision was made to post dilate the covered stent, which resulted in an iliac artery rupture. This required placement of another covered stent to treat the rupture. At the end of the case, the patient was alive and stable with positive pulses in foot. The plan was to observe the patient and monitor the patient's recovery. The hospital will not release the devices to edwards for evaluation and no picture were able to be taken. It was perceived that the root cause of the withdrawal difficulty was tortuosity (however, degree of tortuosity was not reported). Per physician, the vessel size was "¿more than adequate¿. In addition, it was noted by the physician to be no alleged device malfunction. The surgeons were ¿happy¿ with the device function, and the event was related to patient anatomy. Of note, this was the 2nd delivery system and 3rd esheath that was used on the patient with similar difficulties (insertion difficulties at the area in the iliac artery, near the bifurcation at hypogastric artery takeoff). However, the 1st delivery system and 2nd esheath were removed without any harm to the patient.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. The hospital will not release the devices to edwards for evaluation and no picture were able to be taken. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During balloon manufacturing the commander delivery system and balloon undergoes inspections for the following: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements, the flex tip outer diameter is inspection and verified for assembly and bonding. The nose component is inspected for critical nose tip dimensions (including the tip diameters) and visual requirements. The crimp balloon is visually inspected for general appearance / gross defects, foreign matter / impurity and contamination, gel spots and contamination. The crimp balloon to inflation balloon laser bond is 100% inspected. The guidewire shaft to nose bond and the nose tip/guidewire shaft bond are visually inspected for defects. During the pleat, fold and forming process, the delivery system balloon is inspected for balloon size and contamination. During balloon catheter laser bond prep the nose tip is inspected for the following: mandrel insertion proximal end of the guidewire shaft, cut and remove size specific shrink tube, insert assembly into nose tip, align mandrel and nose tip with fixture, and inspect nose tip length. The nose tip is visually inspected for bumps and indents on the nose tip, bubbles around the bond are and in the distal yellow portion of the bond area, divots, neck down, uneven bond color and bubbles in bond area of nose tip to guidewire shaft. During final inspection the delivery systems are dimensionally inspected for visual defects (e.g. Kinks, cuts), critical dimensions, missing components, incorrect assembly, device damage, contamination, nose tip to balloon bond, nose tip to guidewire shaft bond area, crimp balloon to balloon shaft bond. In addition, the assembled device undergoes 100% final inspection by manufacturing and quality for the following: fine adjust function and inspect for collet engagement. A distal to proximal visual inspection of entire device, for missing components, incorrect assembly, contaminations, device damage (kinks, cuts), distorted/pinched folds, wrinkles, waviness, and fold lines on inflation balloon and crimp balloon. During product verification (pv) testing using sample devices are tested. The samples are inspected for physical defects such as kinks, cracks, and loose or missing components, system retrieval force through sheath. In addition, visual inspection of the connector/guidewire shaft bond is intact, nose tip/guidewire shaft bond is intact, inflation/crimp balloon and nose tip/inflation balloon bonds inspected for tear that propagates through any part of the bond. All samples passed product verification testing. These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. A device history record (DHR) review was performed and revealed no manufacturing related issues that could have contributed to the reported events. A review of lot history revealed no other similar complaints. A review of complaint data revealed that the complaint rate did not exceed the march 2018 control limits for the applicable trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The esheath and delivery system imagery and procedural videos were not provided, the complaints for difficulty with valve alignment and difficulty crossing native annulus were unable to be confirmed. Due to the unavailability of the relevant devices (sheath/delivery system), engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigations supports that the sheath and delivery system have proper inspections in place to detect issues related to the reported event. Based on the DHR, lot history, and complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. Per report: ¿¿there was insertion difficulty when the 16fr esheath was inserted in the right femoral artery due to patient factors (vessel tortuosity).¿ in addition, the physician noted that there was ¿no alleged device malfunction. The surgeons were ¿happy¿ with the device function, and event related to patient anatomy.¿ based on this information, it is likely that patient tortuosity contributed to the reported withdrawal difficulty. Tortuous vessels can cause the delivery system to become non-coaxially aligned with the sheath, which can interfere with retraction of the device into the sheath. Additionally patient/procedure factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification/vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, delivery system is not completely unflexed before withdrawal and position of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker). When the withdrawal difficulty was experienced, excessive force was applied in order to withdraw the delivery system. Per report, when the device could not be withdrawn, ¿the physician stopped and tried again with more force.¿ after this is when the distal end became separated from the rest of the device. The withdrawal difficulty experienced in the case therefore likely contributed to the distal tip, nose tip separation of the delivery system. As such, the root cause for the report event can likely be attributed to patient factors (tortuous vasculature/withdrawal difficulty). Review of the complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the applicable trending categories. No manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified. Therefore, no pra, corrective or preventative action is required at this time.